Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identification completed information: sid (B)(6). Phone completed information: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative architect total. Hcg result generated on the architect i2000sr processing module for one sample. Sid (B)(6). Results = 2.5 miu/ml, 26.57 miu/ml, 30.78 miu/ml, positive by another unspecified method. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely depressed architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. The aberrant patient results were invalid due to the out-of-range high results for the non-abbott low control. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot: 45165ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. The device history record review for lot: 45165ud00 did not identify any non-conformances or deviations. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot: 45165ud00 was identified. All available patient information was included. Additional patient details are not available.